Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "concern with the product" against left device. Healthcare professional reported ¿capsules were found to be thick and contracted," and "chest pressure, tightness." Healthcare professional additionally reported ¿[patient] seeking explant due to health problems¿, ¿near syncope during spinning exercise¿, ¿increased palpitation and high blood pressure¿, ¿episodes of shortness of breath, and chronic cough¿, ¿intermittent swelling in the left wrist, left index mp joint, left knee¿, ¿right shoulder pain¿, diagnosed with both ¿osteoarthritis¿ and ¿rheumatoid arthritis¿, and ¿fatigue has been variable¿. Intraoperatively, pre- and post-op diagnosis was ¿complications mechanical and inflammatory bilateral breast prosthesis, explantation deformity." These events are not related to the device. The device has been explanted.